Event description:
This device was explanted due to failure to interrogate and eri. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. The inspection of the ram dump revealed a memory loss most likely due to an unexpected drop of the battery voltage. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component. Should the device become available for analysis, this investigation will be updated.